Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease fold and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. A microscopic analysis was performed which identified: wear abrasion. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported right side ¿capsular contracture, grade iii¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side ¿capsular contracture, grade iii¿. The device has been explanted.